Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was "going off" for no reason and it was making the patient have excruciating pain. They couldn't move their legs. The caller clarified by "going off" they meant "it was beeping in the vagina area". The caller mentioned the patient just had a procedure this morning where they "replaced the wires" for the patient's bladder stimulator and stated they had stitches in their back. The caller stated the patient was in the hospital today and had the wire replaced this morning. The patient came home and was laying on the couch and got up and patient couldn't move. The patient's legs were numb "and stuff like that". The agent was unable to clarify this due to the nature of the call and caller becoming escalated. The agent reviewed how to connect with patient's implant and patient decreased stimulation to a comfortable level. The caller stated patient could move their foot after decreasing stimulation. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.